Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced leakage in the infusion set at the quick release which had been in use for 3 days. There was no stress or pull on the infusion set tubing and the quick release needle was intact. No further information available.